Event description:
It was reported to medtronic neurosurgery that the patient had an enzyme deficiency called mps. According to the report, the patient had a large build-up of gags. The report stated that the shunt was explanted.

Manufacturer narrative:
Approximately 99 cm of the peritoneal catheter was returned. The catheter was cut into two pieces. Both pieces of the returned catheter met the specifications for patency and leak testing. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).